Event description:
The handle on the manifold cracked and air was being aspirated into the system.there was no air injection of patient injury.the used device is sippposedly being returned for evaluation.